Manufacturer narrative:
Since the complaint in question was submitted to hamilton medical ag almost 2 years ago, no attempts will be performed to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was prepared for treatment. The root cause was determined to be a defect component of the o2 mixer assembly which was replaced. There was no patient or user harm.

Event description:
After o2 cell calibration (paramagnetic o2 cell), tf 231008 appears on screen, it disappeared after I started the flow sensor calibration. Tried to calibrate o2 cell again and same tf appears again (calibration was still passing on everything. Shut the vent down, boot it up and now have three tf: auto-test fail, tf 231008 and 231013. Looked at the o2 cell, if the o-ring was well positioned, it was on well on place.